Event description:
The patient had knee instability and the cause is unknown. At about 1 year and 11 months post primary the surgeon revised the insert, implanting a thicker one and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 january 2025 lot 2117973: 14 items manufactured and released on 01-mar-2022. Expiration date: 2027-02-17. No anomalies found related to the problem. To date, 5 items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.